Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that they frequently have air entering the eye via the infusion tubing. While priming the cassette, they fill a cup of rinsing fluid and flush the tubing before placing the infusion into the eye. Patient impact and the number of patients involved is unknown. Additional information has been requested and received.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The customer should be reminded that the directions for use states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause or draw an exact conclusion on potential contributors. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).